Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump successfully, and they were instructed to continue using the pump while advised to call back if the malfunction code recurs. The customer acknowledged and understood the instructions.